Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive of c.tropicalis occurred. The following information was provided by the initial reporter: molecular false positive c.tropicalis. What organisms were seen on gram stain?gram positive cocci only, slides repeated and yielded same results. What organisms grew on culture plate? One culture grew streptoccous species only, the other grew staphyloccous epidermidis. What result did the customer obtain from the bd product? Streptococcus species detected and candida glabrata detected for one culture (rmi 11373). Staphylococcus epidermidis detected and candida tropicalis (rmi 8153) for the other.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive of c.tropicalis occurred. The following information was provided by the initial reporter: molecular false positive c.tropicalis. What organisms were seen on gram stain?gram positive cocci only, slides repeated and yielded same results. What organisms grew on culture plate?one culture grew streptoccous species only, the other grew staphyloccous epidermidis. What result did the customer obtain from the bd product? Streptococcus species detected and candida glabrata detected for one culture (rmi 11373). Staphylococcus epidermidis detected and candida tropicalis (rmi 8153) for the other.